Event description:
Complainant alleged that during biomed testing the device's pacer rate was incorrect and was unable to be adjusted. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.